Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s new ilet pump touchscreen was difficult to wake and unlock with swipe gestures, which differed from the user¿s prior pump experience; the pump otherwise functioned normally, and the reported device problem involved an unresponsive key/button behavior localized to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and the behavior was associated with an unresponsive input function on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was not established.